Event description:
It was reported that during a scheduled filter retrieval, angiography demonstrated that the filter had migrated slightly in a caudal direction and a filter leg and an arm had detached from the filter. The detached arm was observed cephalad to the filter, while the detached leg was observed at the same level as the filter. The filter and the detached limbs were successfully retrieved with a snare. There was no report of injury to the patient. The filter had an indwell time of 505 days.

Manufacturer narrative:
The filter was discarded by the user facility; therefore not available for evaluation. As neither case images nor the filter were returned, the result of the investigation was inconclusive. The root cause is unknown. The current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in the IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: filter fractures are a known complications of vena cava filters. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: movement, migration or tilt of the filter are known complications of vena cava filters.